Manufacturer narrative:
Additional information: the pacific plus pta balloon was used to treat a severely calcified lesion. The balloon was inflated to nominal pressure with 50:50 nacl km and it is unknown the number of inflation's applied to this device prior to the issue. No components detached and the device was safely removed from the patient . No vessel damage was noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a pacific plus pta balloon during treatment of the patient¿s superficial femoral artery (sfa). No damage was noted to the product packaging prior to use. No issues were noted when removing the device from the packaging. IFU was followed and the device was prepped without issue. The device was not passed through a previously deployed stent. No resistance was encountered during advancement and no excessive force was used. It is reported that a longitudinal balloon burst occurred during inflation. The device was removed from the patient without any difficulty and was replaced to complete the procedure. No patient injury reported.

Manufacturer narrative:
Device evaluation the pacific plus catheter was received with sanguine residue within the inflation pathway. Due to the way the catheter was coiled there is a tight kink in the catheter just distal of the y-manifold strain relief. The balloon chamber material is in a post inflation profile, (e.g. Not tightly wrapped or winged). The lot number data printed on the y-manifold is consistent with the lot number on the label and reported event. A 10cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed; fluid was observed exiting the distal tip of the catheter. A 0.018¿ guidewire was loaded through the distal tip with ease but would only advanced to the kink just distal of the y-manifold strain relief. The 0.018¿ guidewire was loaded through the proximal hub and navigated out the distal tip with ease. An examination of the balloon chamber revealed that it was longitudinal split along its length. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.